Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2026 that while attempting to introduce set screw to poly screw and rod construct set screw would not engage. After several attempts with other reduction instruemnts and techniques to get the sets screw and rod reduced we decided to abandon get it placed and removed the poly screw at that level of the construct. Surgery was delayed for 10-15 minutes due to the reported event. Procedure was successfully completed. No patient involvement.